Event description:
On (B)(6) 2010, it was reported that the pt's ((B)(6)) extension was explanted due to a high impedance reading. The explanted device was returned to the MFR for analysis. No further info is available.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.